Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A male patient underwent initial evar on (B)(6) 2009. The physician placed a flex main body and two iliac leg grafts. It was noted on (B)(6) 2013 that over time a proximal type I endoleak developed due to undersizing. On (B)(6) 2013 a physician at a different facility placed a cook thoracic cuff to repair the endoleak.